Manufacturer narrative:
Investigation is started. Follow up 11 april 2019: as the affected products were discarded, these cannot be investigated. To find out the root cause the dorc global technical application manager will visit the surgeon and attend a number of surgeries in week 15, 2019. (B)(4).

Event description:
Surgeon inserted the 3 trocars and proceeded as usual to carry out a 25g vitrectomy. Insertion of infusion line can be seen in video, during 4 minutes into surgery, subretinal bleed can be seen on video, result from soft eye. Video can be seen of surgeon feeling the pressure of the eye with instruments, pressure was set at 30mmhg when testing the pressure of the eye and can be seen that the eye was soft.

Manufacturer narrative:
As the affected products were discarded, no investigation was possible. To find out the root cause the dorc global technical application manager visited (B)(6) hospital. Automatic infusion compensation (aic) was put on higher values by the technical application specialist, which stopped any re-occurrences of the pressure issue as described in the complaint. During aic, the irrigation pressure is compensated for the pressure decrease occurring in aspiration tubing when aspiration flow is activated. The irrigation pressure is actively controlled by the system, proportionally to the actual aspiration level. The situation with the adjusted values (80 mmhg at 400 vacuum) was monitored and considered stable, the doctors feel confident in the stability and performance of the units. The root cause for the customer complaint issue cannot be determined. The issue was resolved, after increasing aic to the aforementioned values. The available setpoints for pressure control with eva provide full flexibility for surgeons to determine eye pressure according to the needs of individual cases. Softer eye pressure can be desirable in certain surgery types - in this case, the (relatively new) users of the unit have received additional training on how to utilise eva setpoints to deliver the intended clinical conditions. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary.

Event description:
Surgeon inserted the 3 trocars and proceeded as usual to carry out a 25g vitrectomy. Insertion of infusion line can be seen in video, during 4 minutes into surgery, subretinal bleed can be seen on video, result from soft eye. Video can be seen of surgeon feeling the pressure of the eye with instruments, pressure was set at 30mmhg when testing the pressure of the eye and can be seen that the eye was soft.

Manufacturer narrative:
Investigation is started.

Event description:
Surgeon inserted the 3 trocars and proceeded as usual to carry out a 25g vitrectomy. Insertion of infusion line can be seen in video, during 4 minutes into surgery, subretinal bleed can be seen on video, result from soft eye. Video can be seen of surgeon feeling the pressure of the eye with instruments, pressure was set at 30 mmhg when testing the pressure of the eye and can be seen that the eye was soft.